Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's reading was 661 mg/dl at the time of admission. The customer stated that he "punched" the tubing and insulin leaked out which caused him to go high. The customer reported receiving a no delivery alarm which was resolved by a complete set change. The customer was not wearing the device at the time of admission; he took it off 30 minutes before admittance. The customer's symptom was pain in the ribs and vomiting. The customer was treated with an insulin drip. The cause of the visit was due to diabetic ketoacidosis. The customer declined to perform troubleshooting. The customer was advised to monitor his device. Nothing was replaced or returned for analysis.